Event description:
It was reported that after the iab was inserted and two hours prior to removal, the pump began experiencing "catheter failure alarms." Also, a reduction in augmentation was noticed and small blood flecks were noted in the helium tubing. The iab was removed without any complications. A replacement was not required.